Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt stated that when she went to charge her ins today she started seeing screens on the recharger insr that she had not seen before. Pt described a few screens, describing one seemingly as the 'charge your neurostimulator battery' and another as potentially the 'charge your recharger battery.' There was an attempt to gain clarification on what the pt was seeing specifically in order to confirm these screens, but due to poor descriptions, unable to confirm that these screens were in fact what the pt was seeing. During the call, the issue did resolve and pt ended up seeing the normal charging screen with all eight shaded coupling boxes at the bottom. Pt confirmed that the first quartile of the ins battery was flashing. Pt inquired what the blank icon was in the upper left-hand corner and pss reviewed it was indicating that the ins was off. Pt confirmed that she turned the ins off prior to charging intentionally. It was reviewed that when pt wants to turn ins back on, the ins battery will need to be charged further before she will be able to turn the ins on again. Pt lastly mentioned that she has an appointment on (B)(6) to see her doctor. During the call pt mentioned that "since the ins is reaching the end of its life" she has noticed an increase in the time it takes to charge the ins.  No patient symptoms were reported. Additional information was received from the patient. The patient reported that the issue was seen about 6 months ago. The patient reported that the circumstances that led to the issues were recharging more often. The patient reported that they were told the battery was old and to have it replaced. The battery was to be replaced on (B)(6) 2021.